Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. MFR date: 03/2012. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was not functioning properly. This was attributed to normal wear of the device. Various parts were replaced. Device was repaired and returned to the customer on (B)(4) 2013.

Event description:
Device was returned for repair with a faulty motor, a faulty control system (getting too hot), a worn hose and a damaged latch in the coupling mechanism (grub screw from latch missing). This is report 1 of 1 for complaint (B)(4).